Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in b5 (event description). Upon review, it was added due to new information received.

Event description:
Additional information states that the bleeding was stopped with a hemostatic gauze and manual pressure on the site.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 52-year-old male with acute myocardial infarction and cardiogenic shock, classified as scai shock stage a, underwent impella cp placement via the right femoral arterial percutaneous approach on (B)(6) 2026 at 18:26. The device functioned as intended during support, operating at p-level 7 with flows of 3.2 l/min, utilizing a d5w sodium bicarbonate purge solution. Anticoagulation was managed with heparin and monitored via act, with a reported value of 300 at the time of the event. Following transfer to the ICU, the clinical team observed persistent bleeding and oozing at the access site around the sheath that could not be controlled with standard interventions, despite the use of forward suturing and 4x4 gauze. Contributing procedural factors included the absence of ultrasound or micropuncture technique during access. The patient was returned to the catheterization laboratory, where the physician elected to remove the device; hemostasis was achieved following impella and introducer removal, with the introducer peeled away outside the body. The patient survived the procedure without further reported complications. The bleeding event was attributed to the impella access site; however, there was no evidence of device malfunction, and the device functioned as intended throughout support. The bleeding event requiring device removal is attributed to the procedural access site rather than device performance.